Event description:
Impossibilita' di avviamento per comparsa banda scura al centro dello schermo all'interno della sala c. Translation from italian: "impossible to start due to dark band appearing in the center of the screen in room c." It has been reported to philips that at start-up, the system could not boot up; the countdown remained at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed a malfunctioning flexvision pc. The malfunction with flexvision pc. The fse reconfigured the flexvision pc. After reconfiguration of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.